Event description:
Customer complaint. A walker had lost the left rear wheel.

Manufacturer narrative:
The wheel came off during handling of the walker. No user was involved. The walker was not returned to etac for eval. Etac ref#: (B)(4).